Event description:
Pt was undergoing laparoscopic hysterectomy/salpingectomy. While using the ethicon enseal trip device, (B)(4), lot # k92k1e, the surgeon commented that it did not seem to be working properly. A second device was given to the sterile field. While the surgeon was finishing up and rinsing the cavity, he noticed a small white object. He retrieved it, thoroughly examined the cavity again and did not see any addition foreign objects. The surgical team examined the first device and could not tell if anything was missing.